Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did not have a concern with their device. The patient also stated that the device did not stop their persistent infection. It was noted that the patient had ic (interstitial cystitis) which there was no cure for, chronic bladder/kidney infections and have been hospitalized 3 times since (B)(6) with the infections. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had surgery that morning and needed to run to the restroom. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.